Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded an elevated wbc but did not yield any organism growth. The cause of the patient¿s peritonitis cannot be determined with the information available. However, peritonitis is a well-known potential complication in patient¿s on pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 10 days with peritonitis. During follow-up, the patient¿s pd nurse confirmed that the patient was admitted to the hospital with peritonitis. During hospitalization, a pd culture was obtained (date unknown) which yielded an elevated white blood cell (wbc) 348, no organism growth. Reportedly, the patient was initiated on antibiotic therapy with cefazolin (1 gram) and ceftazidime (1 gram) intra-peritoneal (ip). The patient continued pd therapy in the hospital. Subsequently, the patient was discharged from the hospital and the patient has reportedly recovered. The nurse was not able to identify the cause of the event. However, per the nurse, the patient did not have any fluid leaks and indicated the peritonitis was not suspected to be related to any fresenius device or product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.